Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. During the procedure, an aortic extender component (pla260300j/14277514) was implanted to reline the trunk-ipsilateral leg component at the proximal neck below the left renal artery. As a balloon catheter was advanced into the pla260300j for a touch-up, the pla260300j was reportedly pushed proximally by about 15mm. The left renal artery was covered by the pla260300j. A 5mm x 18mm palmaz genesis peripheral stent was implanted in the left renal artery and blood flow was restored. The patient tolerated the procedure. It was reported that the patient's infrarenal aortic neck was tapered. The infrarenal neck measured 23mm in diameter proximally, and 20.5mm distally.